Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing issue was observed on the atrial lead. The event date is unknown. Physician did not believe it was a product malfunction. Lead was explanted and a new lead was implanted. Patient was stable.